Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial #(B)(4)) not powering on was confirmed during functional testing and event log review. The investigation findings revealed an opened circuit between I/o pca to hmia (hospital monitoring interface accessory) and monitor head. During further analysis on the hmia component, one conductor cable of the 8 pin receptacle on the hmia unit was found cracked or bad solder due to manufacturing defect. Therefore, the root cause of the power issue was due to a defective hmia. No physical damaged observed on the console during visual inspection during event log review, one m ID:16 (software) was recorded, unrelated to the reported complaint. M ID:16 error was due to improper shutdown of the thermogard system. Also, multiple m ID:27 (defective I/o pcb) error code were recorded, likely due to the connection at I/o pcb was loose or defective I/o pcb. Thus, confirming the reported complaint. During functional testing, the console would not power on, thus confirming the reported complaint. The hmia component needs to be replaced and umbilical cable needs to be connected properly to remedy this issue. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During console training at customer site, the thermogard console (serial #(B)(4)) does not power on. No patient involvement.